Event description:
The customer reported that the probe is bending at the part that is inside the patient, not allowing the flow of diets and medication administration. There is also a lot of resistance from the guide wire.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
H4 device manufacture date added. The device history record (DHR) was reviewed showing no abnormal process conditions were present during the manufacturing of the product that could have led to the reported condition. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample analysis could not be performed because no photo or sample was received for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A root cause could not be determined without a photo sample or physical sample for evaluation. An investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. A risk assessment was carried out to determine the observed occurrence for this failure mode. The observed occurrence was below the range of the expected occurrence; therefore, no action plan is required at this point. This complaint will be used for tracking and trending purposes.